Event description:
During follow-up, high pacing threshold was noted on the left ventricular lead. Diagnostic imaging was performed and lead dislodgement was observed. The lead was explanted and replaced to resolve the issue. The patient was in stable condition.

Manufacturer narrative:
The reported event was dislodgement and inadequate capture. A complete lead was returned for analysis. As received, the s-curve hump height was measured within specification. The reported event of inadequate capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual analysis did not find any anomalies.